Event description:
The customer reported that while monitoring patients, the xhibit central station (xcs) became unresponsive and required a hard reboot. Following the restart, the unit resumed normal function. However, the biomed stated that this was not the first time they had to perform a hard reboot to restore functionality of this device. A spacelabs field service engineer went on site to collect xcs logs. A product support specialist reviewed the xcs logs and identified that the failure was a result of a memory issue. The unit was removed from use and replaced with spare, and the fse reimaged the device by wiping and reinstalling the xhibit software. Cause of the memory resource failure has not been determined at this time. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.